Event description:
It was reported to manufacturer, by dealer, for their customer, dealer stated that an incident occurred in 2006 at their customer's home that involved her son. The patient was on the floor for p.t. When mother started to lift her son off the floor and back into his chair, the lift broke. Per the mother the boom had separated from the base and her son fell back onto the floor. (He was approximately 10" off the floor when the incident happened). Per the mother it took all her strength to get her son off the floor and into his chair. He was taken to ER for evaluation, bump and bruises noted, returned home the same day. Manufacturer sending lift product manager and tech person to end user's home to do a lift replacement exchange and return of said lift for in-house evaluation. New lift will be a hoyer model hpl402 for the enduser ongoing needs. Inservice and setup of new lift was performed with the mother by the manufacturer representatives. RMA # has been issued. Trip report and evaluation will be done and findings will be placed in file.